Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose was 500mg/dl. Customer was treated with manual injection. Customers stated that insulin pump was exposed to moisture. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery and self test due to unresponsive buttons.